Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the second reload kept popping out of device. A second device was used in which the same issue was noticed on initial use. The case was completed using a third device. No patient consequence reported.